Event description:
It was reported the pt had her previous pump explanted. Info received from the healthcare provider (hcp) indicated that the reason for the device removal was due to pump failure, pain at the pump site and other unspecified underlying issue. The hcp noted two incidents of volume discrepancies: 2.66 cc in june and an unk volume again in july. The pt also experienced significant weight loss (70 lbs). However, the hcp did not think it was related to the pump. They were still trying to address the weight loss issue. The pt was last seen in (B)(4) 2010. It was noted the pt recently had a lumbar spine stimulator placed in august due to complex regional pain. Pump log info revealed the pump contained preservative-free normal saline. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).